Event description:
It was reported that a caregiver contacted support to confirm that a libre 3 plus cgm could be reconnected to the ilet after a factory reset performed due to concerns about maladapting meal deliveries, and reconnection was confirmed as feasible. No reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical evaluation. Investigation included customer education and troubleshooting on device reconnection and meal announcement use. Investigation of this case revealed that the system behavior was consistent with expected function following a factory reset and that user reconnection steps resolved the inquiry without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to perceived meal delivery maladaptation, with the device operating as designed.